Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system transactions were not crossed over whenever users accessed medications. The customer stated that user was able to remove the medication from another station and there are no pro long delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that transactions were not crossed over whenever users accessed medications. A technical support specialist dialed into the station, stopped datasync and maintenance service, decrypted and backed up the station's db, and placed it in d:\temp. The db was dropped, med app was repaired, the database was encrypted, a successful full sync was performed, and the station was rebooted. The station communicated, launched med app, and uploaded current transactions without any download issues. The sync information on the server webpage showed the last download, upload, and heartbeat were current. The system functioned as intended after the technical support specialist troubleshot the device.